Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions" and "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 15 states, "elevated metal ion levels have been reported." If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: taperloc porous femoral, p/n103204, l/n 786660; m2a-magnum taper insert, p/n 139254, l/n 799930. This report is number 1 of 2 MDR's filed for the same event (reference 0001825034-2017-02110).

Event description:
Legal counsel reported patient underwent left hip revision procedure approximately 10 years post-implantation due to allegations of elevated metal ion levels. Legal counsel further reported that operative findings include metallosis with staining of tissue and bone, and necrotic debris. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts to obtain additional information have been made, but none is available.